Event description:
It was reported that a patient was scheduled for a pocket revision and the implantable neurostimulator (ins) was in an uncomfortable position. It was noted that the patient had no issue with stimulation. Three days later, it was reported that it was unknown how long the ins location had been uncomfortable. Two days later, it was reported that the pocket was revised and the patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial #(B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).